Manufacturer narrative:
Unit had scratched lcd window. Unit had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display was cracked. Blood glucose was 160 mg/dl at the time of incident. No symptoms or treatment were reported. Troubleshooting was not performed. Product was returned for analysis.